Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultrasmart meter display was cloudy. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue began approximately 1 ½ weeks prior to contacting lfs. The patient claimed she continued to test her blood glucose despite the alleged issue; however, claimed she had trouble reading the result from the screen. A few days after the alleged issue began; the patient claimed she misread a result obtained with the subject meter. The patient stated she misinterpreted a blood glucose result of "121 mg/dl" for "221 mg/dl" and bolused 1 or 2 additional units of humalog insulin as a result of the higher reading. Shortly after administering the insulin, the patient reported feeling sweaty, shaky and tired. The patient claimed self-treated with food and/or drink in response to the symptoms. At the time of troubleshooting, the cca noted there was no known misuse to the subject meter. The alleged issue remained unresolved. Replacement product was sent to the patient. This complaint is being reported because the patient claims she misread a blood glucose reading obtained on the subject meter as a result of the alleged display issue, administered treatment based on the misinterpreted result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Event description:
It was reported to boston scientific corporation that a prolieve thermodilatation system, refurbished, was used during a benign prostatic hyperplasia (bph) procedure. The complaint reporter called into technical services stating they were having an issue with the console pump, specifically the console would not maintain pressure and they needed to increase pump speed to 50 in order to obtain the desired water pressure (14-15 psi) to complete case. The case was aborted due to this event. Note: the event, as reported, did not reflect an MDR-reportable scenario. However, subsequently to the event, a field service engineer (fse) serviced the console where he discovered the pump head did not pass the visual test which is one of the requirements of the service. He confirmed there was excessive movement in the pump head which allowed the pump head to slip which therefore made the pressure drop. During the servicing, the fse had to adjust the radiofrequency (rf) output from 52.66 watts down to 50.45 watts indicating an MDR-reportable malfunction of microwave power out of specification. The MDR is based upon the service results.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter displayed a white residue. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.